Event description:
Table collapsed during pt transfer. Lift chain on table broke causing table to fall to its lowest position. Pt on table at time of incident. X-ray tech was injured by being pulled against i.v. Pole when her hand (grasping the table handle) pulled her against it. X-ray tech required stitched and head x-rays. Pt appears to be uninjured.